Event description:
Pt suspected device was not delivering correct amount of insulin because they weren't feeling well. Pt removed the rubber plunger from an insulin syringe, dialed up insulin dose on the innolet device and ejected the medication into the syringe barrel. The insulin measured was less than that dialed on the doser. Pt performed this test several times and the insulin dispensed was consistently 1-4 units less than the amount dialed on the doser. Pt took the device to the pharmacy to report problem. The rph conducted the same test with similar results. The device is at the pharmacy at this time.